Event description:
On 05/08/2000, erbe sales rep was informed by the account that the pt had a perforation on april 14, 2000. The doctor is very experienced with the system, i.e., argon plasma coagulator (apc) model 300 with an electrosurgical generator w/endocut & argon model icc 200 (p.n. 10128-205). Doctor was treating a single avm in the hepatic flexure of pt. The apc 300 was set at 35 watts with a gas flow of 1 liter per minute. Two single ignitions were given to the target tissue with expected and usual tissue effects. The pt was kept overnight due to wbc count being elevated. Next day, pt complained about upper right quadrant pain. X-ray was ordered and turned out to be negative. Day two pt's pain was worse. A CT scan was done and showed pocket of air and free liquid (perforation). Pt was taken to surgery where pt had a right colon resection performed. Pt has since been discharged and is recovering.